Event description:
It was originally reported that the patient's neurostimulator was in an overdischarge state due to lack of use. She had not used the system since (B)(6) 2007 because she felt better and now had a return of pain and wanted to use the device again. She met with the company representative who was able to get the device out of the overdischarge condition. The patient reported it took longer to recharge the device and that it only hold a charge for 1 hour. Impedance measurements showed >3600 ohms with all combinations with electrode #1. Additional information indicated that the patient was happy with the therapy being received. If further recharging issues come up, device replacement may be discussed.

Manufacturer narrative:
(B)(4)